Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited a delayed therapy due to a diagnostic anomaly. The patient experienced ventricular tachycardia and was treated with atp therapy. The patient was stable. No further information is available.